Event description:
A nurse contacted (B)(4) regarding assistance with system error 2240 while using the homechoice (hc) during dwell 2 of 3. The nurse stated the patient had disconnected from the set, prior to the error, and then reconnected. (B)(4) explained the error indicated a large amount of air had entered into the disposable set and had the nurse cycle power twice to clear it. (B)(4) then advised the nurse to start over with new supplies or finish therapy manually. The nurse stated there were no more bags and the nurse did not even have a minicap for the patient. The nurse stated that she clamped off the catheter. (B)(4) advised the nurse to contact the patient's dialysis nurse as soon as possible and let her know about the system error and lack of a minicap for the patient. Product surveillance (ps) contacted the patient's dialysis nurse who explained that they were not at all aware of this event and therefore, was not sure how the minicap issue resolved and did not know if the patient disconnected himself, or if it was the nurse. The nurse further explained that she had spoken to the patient since the event and that he has been doing fine. The nurse stated she would follow-up with the patient. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during dwell 2 of 3 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).